Event description:
It was reported that during a da vinci si hysterectomy procedure, the patient sustained a brachial plexus injury due to how the patient was positioned.

Manufacturer narrative:
Isi contacted the intuitive surgical clinical sales representative (csr) on (B)(4) 2012. The csr indicated that she met with the surgeon who performed the surgical procedure on (B)(6) 2012. The surgeon indicated that the patient was doing ok. The csr indicated that the surgeon advised her that she was unsure of what caused the brachial plexus injury sustained by the patient. The csr indicated that the surgeon did not provide any other details concerning the patient or the reported event. Intuitive surgical has contacted the site several times to obtain additional details concerning the reported event; however, no additional information has been provided. A follow-up medwatch report will be submitted if additional information is received.